Event description:
There was an ra lead revision done due to poor sensing. This lead was successfully repositioned and remains actively implanted. There were no dysfunctions, etc. Events reported. Should add'l info be received, this file will be updated.